Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of the occurrence of error message e433. The procedure was completed with the same set of equipment. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
The customer reported the occurrence of error message e433. During their inspection, the service business center (sbc) found error e433 in the error log but was unable to reproduce it. The cause of the error could not be determined. In this case, it must be assumed that the occurrence of error message e433 is attributable to one of the temporary causes. The information provided by the customer and the sbc is evaluated as plausible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Possible causes for the temporary occurrence of error message e433 are: disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). The user actuates the foot switch while the generator is booting (temporary error caused by user action). A defective foot switch due to a short circuit in the connector (temporary error). A defective foot switch due to a defective reed contact (temporary error). A defective cable connection between the hvps board and the generator board (temporary or permanent error). A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). Olympus will continue to monitor the field performance of this device. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The fault occurred before the procedure, and the error was reported when the device was turned on. At that time, the device was connected to the usg-400 as a tb energy platform, but the usg-400 was in a shutdown state and no other devices were connected.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.